Manufacturer narrative:
A ge rep evaluated the system and replaced the cine drive and reseated circuit boards. System operates as intended.

Event description:
The customer reported, the cine function was not working. No pt injury was reported.